Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, the contact assisted the customer with consuming juice to address the bg level as the customer could not address the bg level own their own. The contact stated that the bg level increased back to normal range. The cause of the low bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.